Manufacturer narrative:
The technician replaced the side rail interface board was replaced to resolve the issue.

Event description:
The technician alleged the bed exit monitoring alarm volume does not function at high or medium volume, only at low volume setting. No pt impact.